Event description:
A customer reported that during a procedure a stop sign displayed, both illuminators were not working, and the unit shut off in the middle of the case. There was no pt impact reported. Additional info was requested but none has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).